Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels possibly in the 400's mg/dl. The customer declined to troubleshoot for high readings. The customer stats receiving motor error alarm and no delivery. The customer decline to trouble shoot for no delivery. Troubleshooting was performed for motor error alarm. The drive support cap appeared normal and pump was not exposed to high magnetic fields. The customer did not report an e70 alarm and customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.